Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot#: (B)(4), ubd: 22-may-2020, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot#: (B)(4), ubd:22-aug-2020, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot#: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular chevar treatment of a patient. It was reported the patient presented with anemia the following day and required a blood transfusion. The event was reported by the investigator to not be device or procedure related. The sponsor has assessed the event as causally related to the procedure.